Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was smoking from the light pipe connection ports. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource ( (00mlx) was returned for evaluation: failure analysis - the xenon lightsource was received in used condition. Evaluation of the lightsource could not duplicate any smoke coming from the ports on the unit. The unit powered on with no notice of smoke. The reported complaint could not be confirmed. No manufacturing, workmanship, or material deficiency has been identified. Root cause analysis - it is possible that some lint/dust made its way into the ports. When the light is turned on, the heat produced from the light can cause the dust to ignite, thus causing the smoking symptoms described in the notes. Unrelated to the reported failure, physical damaged was noted on the bezel, turrent, right side panel and top trim; the bezel, turrent, right side panel and top trim will be replaced to correct these issues.